Event description:
The healthcare professional reported that before the start of a thrombectomy procedure, the physician opened the outer packaging to inspect the device, a 5mm x 33mm embotrap ii revascularization device (et007533 / 25f216av) and observed that the device had been broken (as shown in the photo included in the complaint). It was not used in the procedure in the patient. The physician replaced the device. There was no negative impact to the patient. The photo will be reviewed by the product analysis team. On 09-jan-2026, additional information was received. The replacement device was another 5mm x 33mm embotrap ii (et007533). Per the information, photo of the device packaging can be provided, and the device packaging is available for return. There was no delay in the procedure. On 11-jan-2026, additional information was received. Per the information, the photo included in the complaint ¿provides additional evidence related to the reported failure.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: in the photo, the distal end of an embotrap device can be observed partially out of the introducer sheath with a folded appearance. One fractured strut is observed. The reported issue in the complaint is confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of the manufacturing documentation associated with this lot (25f216av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-jan-2026. [Additional information]: on 18-jan-2026, additional information was received. Per the physician, the device was stored in the hospital catheter room. The physician did not witness the unpacking of the device. At the time of the device opening, the sterile packaging was intact. There was no evidence of device contamination. The device was not exposed to any fluids, substances, or conditions outside of normal use. Per the cerenovus sales representative, they did not witness the unpacking of the device. They do not have knowledge of other possible causes for the device damage. They do not have any additional information. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 33mm embotrap ii revascularization device was received contained in the decontamination pouch. Visual inspection was performed. The distal coil was observed folded inwards the distal outer cage of the stent, resulting in a bent condition on the outer cage. The stent was inspected under the microscope. No additional damages were noted besides the folded condition of the distal coil. No deformation was noted at the inner channel. All markers were identified. One kink was found on the proximal coil. The issue reported regarding the broken device is confirmed based on the kinked distal end of the embotrap stent. It should be noted that there is 100% inspection of stent integrity during manufacture. Such damage as the reported broken could be a potential cause of advancement of the deployed device against an obstruction and subsequent torquing of the device. However, since it cannot be confirmed that the device was used in this way; the root cause for this complaint could not be confirmed. A review of the manufacturing documentation associated with this lot (25f216av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. The instruction for use (IFU) provides the following warning: before use inspect the device carefully for damage. Do not use damaged or kinked devices. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.